Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to replace the damaged lid and quick connect on three port valves. The device passed all the service inspections. Software attributes have been verified and confirmed. The fse ran a cycle to confirm there were no leaks. No other issues were reported. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that a lid was cracked on an oer-pro endoscope reprocessor. The issue was first noticed before a therapeutic procedure. There was no delay in the procedure, in which the subject device was used. The intended procedure was completed. No patient harm or injury was reported. No additional information has been obtained.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record confirmed the subject device was shipped in accordance to specifications. Based on the results of the legal manufacturer's investigation, it is likely the phenomenon occurred due to user handling of the subject device. In addition, a review of the instructions for use confirm this phenomenon is detectable per '3.2 inspecting the lid and lid packing': - before using the equipment, always check that there is no irregularity regarding the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out. Per the legal manufacturer, the other issue identified within the initial report (quick connect port valves) has no potential to cause death or serious injury if it were to recur.